Event description:
Case 3: a (B)(6) man without previous disease had suffered subarachnoid hemorrhage (sah) due to rupture of a right internal carotid-posterior communicating artery aneurysm which was clipped. The subsequent hydrocephalus was treated with a vp shunt in the right anterior horn of the lateral ventricle. Two years later, he was hospitalized again with meningitis and shunt malfunction. The infected shunt system was removed and another shunt was introduced after he recovered from meningitis. A ventricular tube was placed in the left posterior horn of the lateral ventricle. CT obtained immediately after the operation demonstrated no hematoma, but routine follow-up CT performed on the 7th postoperative day disclosed a 2.8 x 1.3 cm subcortical hematoma. Preoperative mr imaging including t2-weighted sequences revealed no microbleeds or other organic lesions.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. (B)(4).